Event description:
Patient had kugel mesh patch implanted in 2006. In 2008, patient had surgery to remove mesh patch due to creation of fistula. Postoperative diagnosis: abdominal wall mesh infection secondary to enterocutaneous fistula secondary to kugel patch ring fracture. This is same type of mesh patch that was subject to product recall.